Event description:
Clinical information: (B)(6) device registry, patient site ID: site ID- (B)(6). It was reported that on, (B)(6)2025, a 27mm epic max valve was implanted in the patient. The patient presented post operatively with intermittent fever (maximum 38°c) associated with mild pericardial effusion on computed tomography (CT) and echocardiogram. The patient treated with medications.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.